Manufacturer narrative:
Updated h6 : patient code : 1930 infection (type unknown).

Event description:
It was reported that the patient underwent initial knee arthroplasty on (B)(6) 2018. Subsequently, the patient presented with a broken patella implant and infection on (B)(6) 2018. A washout was performed. The patient was again rebooked for cement spacers or a stage 1 of a stage 2 revision where implants were removed. Tm nexgen standard primary patella is the only tmt design control part.

Event description:
No additional information reported.

Event description:
It was reported that the patient underwent initial knee arthroplasty on (B)(6) 2018. Subsequently, the patient presented with a broken patella implant and infection on (B)(6) 2018. A washout was performed. The patient was again rebooked for cement spacers or a stage 1 of a stage 2 revision where implants were removed. Tm nexgen standard primary patella is the only tmt design control part.

Manufacturer narrative:
The mating femoral component was identified through the warsaw complaint as a gender solutions male (gsm) femoral component, porous, size 3, right (00-5412-016-02, lot 63051517) which was found to be compatible with the size 35 tm standard primary patella that was implanted. The explanted size 35 tm standard primary patella was discarded and not returned for this engineering investigation so its actual condition is unknown. In the absence of an imaging report from an independent radiologist, a non-binding engineering review of the x-ray image was conducted. Figure 1a illustrates an unidentified x-ray image of the patient¿s right (based upon information from the warsaw complaint) knee. The tm hex peg has fractured from the tm baseplate and remains within the native patella. The tm baseplate has displaced in a direction inferior to the tm hex peg. The shape of the tm baseplate appears as expected (no other apparent damage). The enlarged image shown in figure 1b illustrates what appears to be radiopaque particulate located inferior to the fractured tm hex peg. The enlarged image shown in figure 1c illustrates what appears to be radiopaque particulate located at 4 different locations. Two locations (1 and 2) are adjacent to the anterior surface of the tibial tray and inferior to the tm patella baseplate while the other two locations (3 and 4) are inferior to the tibial tray, approximately between the tibial tray and the resected native tibia. No other x-rays were provided for this investigation. The quality of the native patellar bone is unknown in the absence of an imaging report from an independent radiologist. Although the explanted device wasn¿t returned for this investigation, the x-ray image that was provided clearly shows that the tm hex peg has separated from the tm baseplate. However, based upon the limited information available, neither the root cause for the tm standard primary patella failure or the infection can be determined. This investigation by product development/post-market engineering is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that the patient underwent initial knee arthroplasty on (B)(6) 2018. Subsequently, the patient presented with a broken patella implant and infection on (B)(6) 2018. A washout was performed. The patient was again rebooked for cement spacers or a stage 1 of a stage 2 revision where implants were removed. Tm nexgen standard primary patella is the only tmt design control part.